Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was not able to connect to the device and the set screw couldn't be tightened. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of a ventricular setscrew stuck to the wrench tip was confirmed. Analysis revealed that the user did not align the torque wrench correctly during the insertion into the setscrew inset. Therefore, the wrench tip wedged into the walls and became stuck in the setscrew. The reported event was related to the user¿s incorrect use of the torque wrench. No other anomalies were seen with the exception of procedural damage.